Event description:
It was reported that the device had low battery voltage and a long charge time. The device was recommended for immediate replacement by the manufacturer's technical consultants. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had low battery voltage and a long charge time. The device was recommended for immediate replacement by the manufacturer's technical consultants. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.